Event description:
Consumer reported, whenever she attaches the pen needle prior to injections, it "leaks". Stated, at least 4 or 5 drops come out before she takes the injection stated, after injection, there is insulin that has leaked onto the injection site. Stated, she is concerned that she is not getting all of her insulin at the time of injection. Stated, so far, numbers have not been affected. Lot: 3115876. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.